Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the therapy electrodes. The rash was described as purple circles. The patient's doctor told her to remove the lifevest. After removing the lifevest, the patient reported that the rash improved.